Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828806 ) was implanted via v-a shunt on unknown date with unknown setting. On an unknown date between (B)(6) and (B)(6) 2022, the patient developed low cerebrospinal fluid pressure syndrome when the valve pressure was set to setting 4, 5, and 6. The low cerebrospinal fluid pressure syndrome resolved in setting 7, however, the symptoms did not improve. The set pressure has been going back and forth between settings 6 and 7, the patient is currently being followed up at setting 6.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID (B)(6)) was not returned for evaluation (as per customer, product not available); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined; however, the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.